Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed a call service alarm cs 64 with high force occurring due to an occlusion during prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully and the pump was exercised for 24 hours with no call service alarms. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted cs 064 call service alarms during the the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.